Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. A system and instrument log review showed the instruments noted below were used during the reported procedure. A review of the instrument logs found that the following multiple use instruments were used in subsequent procedures after the event date with no reported complaints and have remaining lives: endoscope plus 30 degree camera, cadiere forceps, fenestrated bipolar forceps, and an maryland bipolar forceps.

Event description:
It was reported that during a da vinci-assisted right pulmonary lobectomy procedure, a vascular injury occurred, and the procedure was converted to open surgery. The following information is unknown: the cause and specific type of vascular injury that occurred, what specific vessel was injured, the amount of blood loss, why the case was converted to open surgery, and the current patient status. A blood vessel reconstruction was reported to have been performed by a doctor at another facility; on the same day. It was reported that the surgeon does not believe an intuitive surgical inc. (Isi) system, instrument or accessory caused or contributed to the reported event. Isi contacted the site for additional information; however, at the time of this report, no further details have been provided.